Event description:
It was reported that a patient presented in-clinic for a device explant procedure. The patient had previously complained that the device was causing discomfort. No malfunction was noted on the device. The patient's implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2022. The patient was stable throughout.